Event description:
Boston scientific received information that this left ventricular lead displayed loss of capture along with pacing impedances greater than 2000 ohms. During the revision procedure, it was determined that the lead was in fact fractured. During the attempted removal of the lead, high pacing impedances and loss of capture were noted on the right atrial and right ventricular leads as well. It was determined that the physician may have incidentally hit the leads with electrocautery, damaging the leads. The pocket was re-closed at that time. Recently, a second procedure was performed, in which all three leads were explanted and the device was replaced for normal battery depletion. No other adverse patient effects other than the repeated procedure was reported.

Manufacturer narrative:
The lead was explanted and replaced. No further information is available. This report will be updated if more information becomes available.